Manufacturer narrative:
The technician found the hydraulic manifold oil was contaminated. He replaced the hydraulic manifold and the oil to repair the bed.

Event description:
Info received indicates the head hi/low function is drifting down and the head section cannot be raised or lowered.